Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The power supply unit and top case were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery charging issue was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and had an unresponsive touch screen. There was no patient harm or serious injury reported as a result of this incident.